Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
After the sensor was deployed, the patient developed hemoptysis, and it was confirmed that the patient had a small perforation on their left pulmonary artery. The perforation was resolved by placing a swan ganz catheter with balloon up for extended period. Post procedure, the patient was admitted to telemetry unit for closer observation. The patient was confirmed to be stable and discharged after one night of observation.